Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 21-aug-2013, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that, upon the ins battery exchange, electrode 7 was found to be out of range. There were no known factors that may have led to the issue. The lead was reinserted to get a better connection and the rep said they were able to program around the electrode to give the patient relief. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.